Event description:
Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 65 mg/dl at 20:25 back to back with a result of 175 mg/dl at 20:27 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6) 2009, the patient received a discrepant blood glucose result of 438 mg/dl at 18:12 back to back with results of 81 mg/dl at 18:16 and 120 mg/dl at 18:18 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.